Manufacturer narrative:
The device was received and evaluated by depuy synthes power tools. The reported condition of "failed distributor's inspection" could not be confirmed. Visual inspection found no loose foreign material on the device when inspected at 10x magnification. The package was in good condition with no defects of the peelable or terminal seal. If additional info becomes available a supplemental report will be submitted. (B)(4).

Event description:
Report 4 of 4. Report received from (B)(6) stating that the device was returned due to "returned product unused - incoming order allied distributor's inspections." The device was not being used during surgery and no injury or medical intervention occurred. The date of event is unk. There was no additional info provided.